Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported balloon rupture was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and results of the complaint investigation there is no indication the reported balloon rupture is related to a potential product quality issue. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, and interactions with other devices or lesion calcification. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is possible that the balloon interacted with the patient¿s anatomy such that the balloon became damaged and subsequently ruptured during inflation; however, a conclusive cause cannot be determined since limited information was provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the tibial artery. The 4x60mm armada 18 balloon dilatation catheter (bdc) was advanced to the target lesion and the balloon was inflated; however, the balloon ruptured during the first inflation at 2 atmospheres (atm). Therefore, the balloon was removed from the patient. A 4x40mm armada balloon was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.